Event description:
The patient passed away but it was noted that the physician's office currently has no information regarding the cause of death. No other relevant information has been received to date.